Manufacturer narrative:
The service report confirmed that after 1 minute of operation at 80k, the drill reached 155 degrees f at the nose, 165 degrees f at the middle, and 111 degrees f at the rear. The internal components were corroded and worn, causing the device to overheat.

Event description:
It was reported that the motor got hot. No other details were reported.